Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving saline ("1000 mcg/ml" at 6.2 mcg/day) via an implantable pump for malignant pain. It was reported that the patient was withdrawing medication from the drug reservoir and injecting opioid medication into himself. Per the managing physician, the patient then replaced preservative free normal saline into the reservoir. After the clinician confronted the patient, the patient admitted doing the above.  The decision was made to explant the pump due to abuse of therapy. The issue was reported to be resolved at the time of this report.  The patient's medical history included cancer related pain, neuropathic pain in lower extremities and lower back.  The patient was reported alive with no injury. (B)(6) 2022 mpxr 927492 follow up (rep) additional information was received that the 8780 catheter remains implanted into the patient and was tied off as the healthcare provider (hcp) was concerned about a potential csf leak. The patient had confessed abusing therapy on (B)(6) 2021 although clinicians suspect the patient was abusing therapy from the date the pump was first implanted on (B)(6) 2021.

Manufacturer narrative:
H3: the pump was returned and no significant anomalies were found. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
2022-05-10 correction: review of this MDR and/or additional information received has changed the reportability of the event to a malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.